Event description:
On three separate occassions nurses have reported a small portion of the blue interlink vial access cannula of a 10 ml syringe has broken off inside the syringe as they were drawing up normal saline. The piece of the cannula was noted prior to its use on a pt. The first incident was reported to bd on 7/29/03 at which time the syringe and wrappers were sent to bd. The other two syringes have been retained at the hospital.